Manufacturer narrative:
Completed information for section a1 patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.  The field service representative (fsr) inspected the alinity c processing module, performed extensive troubleshooting, and discovered a small hole in the ict warming ring. The ict warming ring was replaced which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the ict warming ring did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the ict warming ring, was identified.

Event description:
The customer observed falsely elevated sodium (na) and chloride (cl) results generated on the alinity c processing module for two patient samples. The following data was provided: na - customer reference range 136 - 146 mmol/l. Cl - customer reference range 98 - 107 mmol/l. Sample ID (B)(6): na initial result = 188 mmol/l, repeat = 131 mmol/l. Cl initial result = 126 mmol/l, repeat = 105 mmol/l. Sample ID (B)(6): na initial result = 175 mmol/l, repeat = 122 mmol/l . No impact to patient management was reported.